Event description:
During a trochanteric fixation nail (tfn) surgery on (B)(6) 2013, the surgeon was striking the helical blade coupling screw and the knob on the end of the coupling screw broke off. A clamp was used to disconnect the screw from the helical blade and the procedure was completed. Reportedly there was no extension of surgery time. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
A product development evaluation was conducted and the report indicates the helical blade coupling screw was received in two pieces and was broken where the threaded proximal shaft end intersects with the welded knob. The threaded shaft connection is no longer welded into the knob. There are numerous dents on the top and edges of the knob. The threads on the end are discolored but still intact and a known good helical blade (part #456.305) was successfully attached to the coupling screw during this evaluation. There are several minor surface scrapes and scuffs on the shaft that are consistent with field use. As noted in prior complaints, the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique guide, could result in loading conditions that may lead to breakage. The returned device was manufactured in july 2005 and is over 7 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid with respect to design. A review of the device history record revealed there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.